Manufacturer narrative:
The revision reported may have been the result of femoral loosening and patella wear. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and patient-related conditions. However, this cannot be confirmed as the devices were not available for evaluation and the photographed tibial insert does not appear to show signs of wear/delamination that are inconsistent with being implanted.h6: corrected investigation clinical codes.

Manufacturer narrative:
D10: (B)(6), -02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5, (B)(6), - 02-022-35-4510 - truliant tib imp ps insert sz 4.5 10mm, (B)(6), - 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. The product associated with the reported event is within the scope of recall z-0582-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00571, 1038671-2025-01368. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 44 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, implant pain, joint effusion, and osteolysis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.